Event description:
It was reported a peripherally inserted central catheter (PICC) was placed in 2002 for antibiotic treatment. Ten days later the pt returned to the hosp where it was noted under x-ray the catheter had fractured and migrated to the pulmonary artery. The pt was transferred to the operating room for successful retrieval of the detached catheter segment using a stone retrieval basket. The pt was discharged to home and the pt's condition is good. This device has not been received for evaluation. Therefore, a failure analysis is not available and without evaluating the device co is unable to determine if the device met specs. Co believes user technique, and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.